Manufacturer narrative:
The insulin pump was received with intermittent button response and a button error alarm due to corroded keypad traces. The insulin pump was also received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratched liquid crystal display window, cracked battery tube threads, and cracked belt clip slot.

Event description:
The customer reported via phone call that the insulin pump had been exposed to water and experienced a keypad anomaly. The customer stated that she had forgotten to take the insulin pump off during a swim lesson. She stated that she could press the act button but was unable to use the arrow buttons. She stated that when in use, the device would go down 6 to 7 times, but she could not use the esc button. She stated that if she held a button down, the insulin pump made a noise but did not alarm any specific message. The customer did not know the blood glucose reading. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.